Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported via social media that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2026, the reporter (the patient¿s mother) posted concerns on social media regarding cgm performance, alleging that inaccurate glucose readings contributed to a serious medical event involving her daughter. According to the reporter, the cgm displayed ¿lo¿ glucose readings while the patient was reportedly experiencing hyperglycemia. As a result, the patient was repeatedly treated for presumed hypoglycemia. The reporter further alleged that these events contributed to the patient subsequently developing diabetic ketoacidosis (dka). The reporter also expressed concerns regarding device reliability, citing frequent sensor-related issues and delays in receiving replacement sensors. The patient's condition and status at the time of reporting were unknown. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.